Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was fractured, and the distal fractured segment was stuck inside a non-penumbra sheath. If the device is retracted against resistance, damage such as this may occur. Evaluation of the non-penumbra sheath revealed a kink. The root cause of this damage could not be determined; however, if the sheath becomes kinked while the cat7 is inserted, the cat7 may become damaged and stuck. This damage likely contributed to resistance experienced during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the left superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. During the procedure, the physician completed two passes using the cat7. Subsequently, while retracting the cat7 from the patient's body in order to flush, the physician experienced resistance and noticed that the cat7 broke at the proximal end. A part of the cat7 was inside the sheath; therefore, the sheath containing the cat7 was removed. The procedure was completed using a new cat7 and a new sheath. There was no report of an adverse effect to the patient.